Event description:
It was reported there was an issue removing an altera spacer during surgery, and it was left in the patient post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The implant was not able to be expanded, and then it was disengaged from the inserter assembly. The implant expansion driver was returned for evaluation. The driver was found to fail the functional gage for implant drive nut engagement, however it was found to engage as intended with multiple different implants. The cause of the functional failure was deemed to be due to wear in the driver tip, which may have been caused from normal use or implant expansion while the driver is only partially engaged with the implant expansion nut. If the inserter assembly is subject to any pulling force during expansion, the implant can be disengaged from the driver, causing partial engagement and therefore wear to the driver. It is also possible to become fully disengaged from the implant when using the inserter in this manner, which could potentially explain the failure to expand the implant. No determinations could be made as to the cause of the reported issue.